Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the airway mobilescope exhibited residual liquid or foreign material coming out of the channel tube. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's (lm) final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the investigation results, the foreign material could not be identified. The legal manufacturer was unable to confirm if reprocessing steps were performed according to the instructions for use. However, the foreign material possibly remained in the device due to the physical damage on the device from the obtained information. Therefore, the root cause for the remaining foreign material could not be established. Suggested event can be inspected and prevented by following below IFU. Inspection method is described in the operation manual maf-dm2/gm2 /tm2 series chapter 3 preparation and inspection. Prevention method is described in the reprocessing manual maf-dm2/gm2 /tm2 series chapter 5 reprocessing the endoscope (and related reprocessing accessories) olympus will continue to monitor field performance for this device.